Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide flex catheter was confirmed and the damage appears to be associated with use of the device. The returned sample was an 18 g x 10 cm powerglide flex. The catheter was received attached to the deployment system. Blood residue was observed on the device. The catheter wings and catheters had not been removed from the needle. The guidewire push-off button was positioned at the midpoint of extension. The section of guidewire extending beyond the tip of the needle was unraveled and the coil wire was elongated. A 2.3 cm segment of core wire was visible at the distal end of the guidewire. The 2.3 cm segment of core wire was kinked 1.2 cm from the weld tip. A microscopic examination of the guidewire revealed that the weld tip was intact. The 2.3 cm segment of core wire was secured to the coil wire at the weld tip. The coil wire was elongated over the core wire. A 3 mm segment of core wire was found loose within the elongated coil wire. Deformation was observed along the inner edge of the needle bevel, which is indicative of the guidewire being forced against the needle bevel. The catheter being forced against the needle bevel most likely damaged the guidewire, which lead to the observed unraveling of the coil wire. A functional test of the guidewire showed that the guidewire push-off button could be fully extended; however, the button could not be fully retracted due to the damaged wire. The damaged wire would snag on the needle bevel when attempting retraction. After fully extending the guidewire, the catheter and catheter wings could be advanced over the needle; however, the catheter tip would snag on the damaged guidewire. It was reported that the catheter failed to advance during the insertion process. This could be associated with the damaged guidewire, the guidewire not being fully deployed, or blockage within the patient. The IFU cautions, ¿[catheter] wings will not deploy until guidewire is fully advanced. A lot history review (lhr) of reax0926 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported that a guidewire unraveled. Additional information requested. No patient injury reported.